Event description:
The user was initially scheduled to undergo a revision surgery due to inflammation around the implant. The user was reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an inflammation at the implant site. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. This is a final report.

Event description:
The device was explanted due to inflammation around the implant. The user was reimplanted. No signs of infection were present.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an inflammation at the implant site. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. The explanted device has not been received for investigation yet.

Event description:
The device was explanted due to inflammation around the implant. The user was reimplanted. No signs of infection were present.